Event description:
It was reported that the device had damage, it activates sometimes on its own. It was found before a procedure. No patient injuries were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned foot control assembly found that the strain relief was broken; signs of rust/corrosion on the unit and the coag pedal was damaged/crack with a piece missing from the cover. The returned device was tested using a known good compatible controller and wand; which was found that the ablate pedal would stick occasionally and if the cable was moved it would cause the foot pedal to activate. The complaint was verified and the root cause was determined to be due to electrical failure. Factors, which can lead to intermittent failure include: 1. Damage sustained to the foot control assembly cable, which could have been caused by running over with another portable object/machine. 2. Excessive tensile stress applied to the cable, which could have partially broken one or more signal wires causing intermittent failure of the unit. There were no indications to suggest the device did not meet product specifications upon release into distribution.